Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Information was not provided for: a.2, a.3, a.4, a.5, a.6. Country: (B)(6). (B)(4) various instances of truliant tibial trial adaptor plate central flexure disassociated from the plates. Findings: during the investigation, a review of the procedure used for the initial tolerance stack-up between the truliant tibial tray adapter and the corresponding truliant and logical tibial trays was performed and deemed adequate. Attempts to replicate the failure modes mentioned in similar complaints were unsuccessful under worst case conditions. A review of the DHR concluded that all parts were made within specification. When considering use, it was found that the design of the instrument tray cases may allow the adapter plates to become dislodged from their designated position and become damaged. Human error may also be a cause of failure such as using the incorrect size adapter plate or impacting the flexure. The design lends to being susceptible to breakage if used incorrectly due to the use of ultem material with a thinner aspect under load. Most likely underlying cause/root cause: the root cause associated with (B)(4) resides in the misuse/mistreatment of the adaptor plates or cannot be identified due to insubstantial evidence (reprocessing related complaints, (B)(4). The CAPA team has determined, however, that use considerations indicate that the flexure design is susceptible to damage from said misuse/mistreatment. Corrective action taken: the design of the adapter plate has been changed. Reference (B)(4). The design of the instrument tray has also been updated. Reference (B)(4). IFU 700-096-181: instrument inspection visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues. No patient adverse event reported from the broken device. The root cause associated with capa2017-53 resides in the misuse/mistreatment of the adaptor plates or cannot be identified due to insubstantial evidence. The CAPA team has determined, however, that use considerations indicate that the flexure design is susceptible to damage from said misuse/mistreatment.

Event description:
It was reported from ous that during an orthopedic surgery the surgeon experienced an issue with the tibial adaptor plate. It was found that there was a broken trial after the test of knee joint reduction and range of motion was conducted. There was no delay to surgery. No reported patient adverse event. There is no patient information reported. No additional information has been provided by the contacts related to this event following multiple attempts.